Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist assistant reported a ruptured implant. The effected side and location of the device have not been specified. Device has been explanted.